Manufacturer narrative:
(B)(4). The return of the incident device has been requested. To date, it has not been received for eval. If the device is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after the ablation was in progress for a short period of time, an error message occurred and energy delivery stopped. A second electrode kit was opened and used, but the same error code presented. The problem repeated multiple times during the procedure. The case wore on slowly with the pt under anesthesia and was finally completed after 2+ hours. The rf ablation procedure was a 2.5 cm kidney lesion redo. No pt injury occurred.